Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the surgery segmental lobectomy while the device was used in lung during the cut the stapler jammed and had a loud sound when firing the recharge. There was no problem loading or unloading the device. Another stapler was used and it worked well. The stapler was able to fire. The current state of the patient is good.